Manufacturer narrative:
No belt clip received with unit. No unexpected blank display anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Unit passed displacement test, sleep current measurement, active current measurement and self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 204 mg/dl. The customer stated that they had changed the battery but the alarm that kept on going back. The customer reported that they had replace battery alarm. The troubleshooting was performed and was advised to insert new aa battery and the display did not return after pump restart. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.